Event description:
It was reported that the device ac loss alert was heard every 15 mins and it would not operate on ac power. However, the device was functional on battery source. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio- control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.